Event description:
A patient reported experiencing inaccurate low results with a meter. The patient's blood glucose results were 98 mg/dl (meter), 149 mg/dl (lab). Tests were done within 21-30 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.